Event description:
A malfunction occurred with the customer's pump, specifically identified by the malfunction code malf 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to return the faulty pump in storage mode within ten days using a prepaid label. The customer was to use multiple daily injections as a backup therapy to maintain insulin delivery during this time.